Event description:
It was reported that the patient experienced cartridge errors with the pump, receiving error messages about a bad cartridge, and had issues with the charging port being loose and dirty, leading to the pump not charging properly. There was no adverse impact to the customer¿s blood glucose level reported. The customer declined further troubleshooting.